Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer did not receive low battery alert prior to replace battery alert. The blood glucose was unknown. Customer states the battery cap was not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies.